Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Product not returned.

Event description:
It was reported that during routine trialing, the instrument cracked. No further information is available at the time of this report.

Manufacturer narrative:
Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Device was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, also a anterior section of post fractured off. All pieces not returned. The device history records for item was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.